Manufacturer narrative:
A software patch is in development to display the correct highest value. This error only occurs when the the blood flow velocity of reverse direction is measured with the setting value changed from "proximal" to "highest" in the ica / cca ratio option as the default value. The user can recognize whether the highest value is erroneous through the report in which the detailed measurement value is described. The software patch v3.00.05 will resolve this issue and address the concern with the absolute value used in the algorithm. There was no harm to the patient as a result of this issue.

Event description:
Software issue detected by applications specialist on a rs80a prestige system running software version 3.00.03. When the blood flow velocity of reverse direction is measured with the setting value changed from "proximal" to "highest" in the ica / cca ratio option as the default value, non-highest value is displayed as "highest psv/edv". The issue pertains to carotid exams where the rs80a software is not displaying the absolute value.